Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer¿s blood glucose was around 200 mg/dl. The customer reverted to an alternate method in insulin therapy.